Manufacturer narrative:
A second lot# of strips was returned for evaluation. This strip information was not provided in the initial report.

Event description:
The advocate stated her son's blood glucose was tested on 2 contour next link meters, using two different bottles of strips and the readings were 44 and 96 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips. Replacement test strips were sent to the customer.